Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a ventricular fibrillation/tachycardia storm due to medication. Ventricular undersensing was noted during some episodes. Once the patient was medically stable, undersensing was not an issue. The lead remains in use. No patient complications have been reported as a result of this event.